Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted successfully and once outside the operating room, it was attempted to re-establish communication with the device for optimization, however, it was not possible. Troubleshooting was performed with assistance of technical services (ts), a magnet reset was performed, different programmers and wands were used, and interrogation was also attempted in different rooms to avoid radio frequency (rf) interference, however, the device was unable to be interrogated. It was then mentioned the patient has an insulin pump and it would be assessed if the pump is provoking interference. The patient was discharged and was scheduled to be seen in-clinic again for further troubleshooting and decide next steps. The s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted successfully and once outside the operating room, it was attempted to re-establish communication with the device for optimization, however, it was not possible. Troubleshooting was performed with assistance of technical services (ts), a magnet reset was performed, different programmers and wands were used, and interrogation was also attempted in different rooms to avoid radio frequency (rf) interference, however, the device was unable to be interrogated. It was then mentioned the patient has an insulin pump and it would be assessed if the pump is provoking interference. The patient was discharged and was scheduled to be seen in-clinic again for further troubleshooting and decide next steps. Additional information was provided. The patient was seen in-clinic and the troubleshooting recommendations were performed, however, the device was still unable to be interrogated and ts advised device replacement. The device was then explanted and replaced successfully and the new device is working properly. No additional adverse patient effects were reported. The device is expected to be returned for analysis.